Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Cracks at the spring were found when the k-wire cutter was checked upon return from a customer. There was no report from the hosp on the issue. Therefore, it is unk as to how and when the cracks were formed.